Event description:
It was reported that (2) devices were about to be used during an unknown procedure. It was reported by the rep that the hp052 devices were broken. The 1st handpiece cap is stuck on the connector. The second handpiece, the black connector part is broken. There was no consequence to the pt.